Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation, the customer's stated problem was verified. However, there was an error code in the device error 104 and according to the investigation, this fault is due to fault motor, which will cause issues with the cartridge. According to the investigation, the motor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received indicating that this cadd ms3 pump may have under delivered. It was reported that the volume in the cartridge did not reduce after running. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.